Event description:
Device returned to manufacturer for analysis with report of "patient fell off high ladder and landed directly on pump on hard cement." Follow up with hcp revealed patient had good therapeutic relief prior to fall. Post fall, patient experienced poor relief. Patient had also "retained fluid intrathecally since the fall." Rotor study was done and pump was found to be stalled. Pump was replaced. Patient has had an uneventful post operative period and is experiencing good therapeutic relief with new pump.